Event description:
Patient reported right side capsular contracture baker grade unknown. The device remains implanted. Healthcare professional reported capsular contracture, baker grade IV, "liquid collection", "lymphadenopathy right axillary", and "contour undulations." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma-late, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: capsular contracture, baker grade IV, "liquid collection," "lymphadenopathy right axillary", "contour undulations."

Event description:
Patient reported right side capsular contracture baker grade unknown. The device remains implanted. Healthcare professional reported capsular contracture, baker grade IV, "liquid collection", "lymphadenopathy right axillary", and "contour undulations." Device remains implanted.